Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor breast implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the lot number is 5962308. The catalog number is 3502275. The product name is saline mentor smooth round moderate plus profile 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/13/18, it was reported to mentor that the patient race is caucasian. The issue was diagnosed by the healthcare professional in office follow up visit. It was a spontaneous deflation of right breast implant. The patient had fully recovered without any no residual effects. The patient had no complications. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/26/18, it was reported to mentor that the device history record ( DHR) of lot number 5962308 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/05/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, pe observed creases on both views. A rent measuring approximately 0.1 cm was discovered within a crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).